Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope's connecting tube was wrinkled. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material at the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: there were no abnormalities in the reprocessing accessories. The customer reported the air/water nozzle was flushed with air, water and detergent solution. The customer reported the air/water nozzle was wiped down. During evaluation, the reported issue was confirmed; the connecting tube had wrinkled. Examination of the wrinkled area showed the resin on the surface was cracking, likely due to chemical stress. The visual examination found the following issues: the bending tube was deformed; the connector cover was scratched; the nozzle was deformed; the light guide lens and objective lens were cracked; the scope connector indicator was peeling; the image guide protector was scratched; the universal cord protector was scratched; the scope connector cover was scratched; the instrument channel was sheared; the paint on the scope cylinder was peeling; the paint on the air/water cylinder was peeling; the lock engagement lever was scratched; the lock engagement knob was scratched; both directional knobs were scratched; the switch box was scratched; the scope cover was scratched; the scope connector was scratched; the universal cord was scratched; the hand grip was scratched; the control unit was discolored and scratched; switch button 1 was scratched; the bending section cover's adhesive was chipped; the bending tube was deformed; the connecting tube was scratched; and the connecting tube showed denting consistent with the insertion tube getting caught and pinched. Functional testing found that the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. Both of these issues occurred due to a worn angle wire. In addition, the fluid could not be fully removed from the air/water cylinder due to the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage under chapter 3, preparation and inspection. The source and origin of the foreign material was not identified. The root cause of the foreign material was not confirmed. Olympus will continue to monitor field performance for this device.